Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to (B)(4); the malfunction was duplicated and attributed to the (B)(4) battery on the sys board. The device was recertified and returned to the zoll loaner pool. Analysis for reports of this type has not identified an increase in trend.